Event description:
As reported, during an open umbilical hernia repair on (B)(6) 2023, an expired ventralex st mesh was inadvertently implanted into the patient. The labeled expiration date of the implant is (B)(6) 2023. It was reported that no further action was taken with the patient or the mesh.

Manufacturer narrative:
As reported, a ventralex st mesh that had expired was inadvertently implanted into the patient. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.